Event description:
Customer reported to beckman coulter, inc (bec) that the cartridge chemistry (cc) controls were low and the cc sample probe of the unicel dxc 800 synchron clinical system was leaking. Customer reported that 1 ml of deionized water leaked from the cc sample probe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted that the customer was running the instrument when the fse arrived at the site. The fse was unable to find the cause of the leak. The fse replaced the sample syringe t valve, tubing from the syringe valve to the obstruction detection sensor (obs) block, tubing from the obs block to the probe, and wash collar. Root cause is unknown.

Manufacturer narrative:
(B)(4).